Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the cannula was bent. Troubleshooting was performed and no leaks found. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leaks/occluded/o-rings defects were found during test.